Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface lps/lps-flex, catalog#: 00596203210, lot#: 61051389. Femoral component option, catalog#: 00599601551, lot#: 61025786. Unknown tibial tray, catalog#: unknown, lot#: unknown. Initially reported under incorrect MFR#: 0001822565-2018-02335. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02334, 0001822565-2018-02336, 0002648920-2018-00547, 0001822565-2018-03588. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends; product location unknown.

Event description:
It was reported that the patient was revised to address pain, swelling, limited range of motion, and feeling of knee giving out. It was further reported that the patient was noted to have lateral tracking of the patella with significant crepitus and mediolateral laxity. Also, during the procedure, the surgeon did a complete patellar lateral retinacular release to correct the patella from tracking laterally. The surgeon noted that the patella had significant bony and tissue overgrowth of the patella where almost the entire polyethylene surface was not visualized. The patella appeared to be somewhat interiorized. Finally, there was noted to be significant remnants of bilateral osteophytes along the lateral condylar ridge. During the left revision procedure, the patella and articular surface were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of surgical notes and radiograph received. Device history record (DHR) was reviewed with no deviations identified. The definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.